Manufacturer narrative:
Review of the complaint database revealed no other fm/particulate complaints submitted against lot v9547. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
A report received from a user facility in the (B)(4) stated that a surgeon reported a small blue fragment entering the patient's eye. The fragment was retrieved without any adverse effect to the patient.

Manufacturer narrative:
An investigation was launched by the vendor in response to the notification of the particulate complaint. The ids identified in this complaint were manufactured in june and july 2017. The DHR did not indicate any processing or particulate issue. The sleeves are 100% microscope inspected before the operators weight count 2000pieces for the washing process. Once the sleeves are washed, they are handled by operators wearing gloves to be packaged. Quality performs a cleanliness inspection of each bag using a microscope before closing the bag with a twist tie. The bag is then placed in a second bag. In february 2017 the vendor initiated an investigation into a more efficient cleaning process and it was implemented in march 2017. The sleeve involved in this event was manufactured after the implementation of the new cleaning process.

Manufacturer narrative:
One bl5110 pack label from lot v9547 along with two small plastic vials were returned for evaluation. The visual inspection found a blue irrigation sleeve in one vial and a light blue particle in the second vial. The particle is approximately 1mm wide by 2mm long. It is big enough to be seen with unaided eye. The particle is soft to the touch and blue speckles are visible in the material. The particle will be sent to the lab for further evaluation. The irrigation sleeve was microscopically inspected. The microscopic examination found the sleeve dirty with dry solution visible in the tip however the sleeve is not damaged. The source of the particle cannot be determine at this time. Manufacturing and sterilization records were reviewed and found to be acceptable.